Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during percutaneous ablation, the tip got loose and disengaged but there was no lateral force to antenna through needle guide or once antenna is advanced into patient. Computed tomography (CT) scan was initiated to locate the disengaged tip wherein it was located in the capsula of the liver. The tip remained in patient and will not be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the tip got loose and disengaged. Computed tomography (CT) scan was initiated to locate the disengaged tip wherein it was located in the capsula of the liver. The tip remained in patient and will not be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the tip got loose and disengaged. The tip was located in the capsula of the liver.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the ceramic tip is missing from the device. The tip was not returned. The reported condition was confirmed. The investigation found the ceramic tip was missing on the returned device. The investigation identified the cause of the additional failure to be a design issue. Corrective actions have been implemented to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.